Event description:
Additional information was received indicating that high impedance was noted on the atrial lead during the implant procedure. The lead was replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix bent/damaged consistent with procedural damage. The helix mechanism test was unable to be performed due to the received condition of the helix. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events of helix issue and high impedance were not confirmed.

Event description:
It was reported that there was an issue with the helix. The lead was replaced to resolve the event. Additional information was requested but has not been received.